Event description:
A reprocessed babcock grasper would not open while trying to reposition the jaws. After several attempts to open the jaws it made a hole in the gallbladder.

Manufacturer narrative:
F/u with the account stated the device was being used for laparoscopic cholecystectomy. The procedure time was lengthened but the pt was alright.